Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair the surgeon noted that there were metal shaving emanating from the fms tornado burr and falling into the patient's joint space. They were not able to remove all of the debris; the patient will be monitored because of this. However, the procedure was concluded successfully without further issue or harm to the patient. The surgeon states that he did not put any undo forces onto the device whilst it was in use.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.